Manufacturer narrative:
A ge service rep performed an on site investigation. The system's batteries were checked and a filament calibration was performed. The system was then found to be working as intended.

Event description:
The customer reported the system displayed a filament regulator error. No report of pt injury.